Event description:
Customer reports that reservoirs from the same lot number have malfunctioned. Customer states that reservoirs are not providing enough pressure to prevent insulin from leaking out of reservoir. Customer states, while priming, insulin continues to come out of reservoir when it should not. Customer's blood glucose was 144 mg/dl. Customer was advised that reservoirs would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked in place properly.